Event description:
The stylet for the cortrack 2 provided an initial reading on the monitor when inserted, the stylet was removed independently of the feeding tube, then reinserted to capture the reading on the cortrack monitor, but it did not produce a reading/picture on the monitor, there was an error reading on the screen identifying a problem. Upon removal of the stylet it was observed to shredded/unravled, which was the red/orange wire on the stylet. A new stylet was replaced, which operated without defect.